Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately low compared to feelings/normal results. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged product issue began two weeks prior to contacting lfs. The patient alleged that she obtained inaccurate low blood glucose results of ¿76, 62, 58 and 112 mg/dl¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that she manages her diabetes with a combination of medication including humalog 35 units in the morning and 40 units in the evening, and glipizide twice per day (dosage unknown). In response to the alleged issue the patient reported that she drank a lot of water. The patient alleged that at an unknown time after the alleged issue she developed symptoms of ¿did not feel good, she felt sleepy and her hands feels like they are burning¿. The patient confirmed no treatment was required or received. At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure. The patient did not have his meter with him at the time of the call to carry out other trouble shooting. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.